Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported the patient¿s equipment was not working. The patient clarified that the green light does not come on the desktop charger. The patient had tried multiple outlets in her house, but the green light does not light up. The patient was transferred to repair for a replacement desktop charger. No further complications were reported/anticipated.